Event description:
It was reported that the pump battery was rapidly depleting. Tandem technical support reviewed battery history and found that the battery had depleted 30 percent. There was no reported impact to customer's blood glucose. No additional information regarding the event was provided. Customer resumed pump therapy.